Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient outcome is good.

Event description:
It was reported that the patient underwent an implantation of an abbott medical optics (amo) intraocular lens (iol) which needed to be explanted in the same procedure. It was stated that the amo cartridge "split" open and the lens was wedged in the patient's eye. In addition, it was stated that there was an incision enlargement while removing the lens. No additional information was provided. A separate medical device report will be submitted for the iol and the cartridge whereby the date of event, model and identifying lot or serial number for each product was not identified. This report is being submitted for the amo iol.